Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that a cell-dyn sapphire hemoglobin result of 8.75 g/dl was generated on (B)(6) 2015 for a patient diagnosed with thalassemia. The patient was redrawn on (B)(6) 2015 with a hemoglobin result of 10.3 g/dl. The previous sample was retested generating a result of 10.3 g/dl. The patient received 2 units of blood based on the initial hemoglobin result of 8.75 g/dl as the physician did not see the repeat result prior to taking action. The customer stated that the patient fainted during the transfusion. The patient is currently feeling well.

Manufacturer narrative:
The initial low hemoglobin result of 8.75 g/dl may have been due to a micro clot in the blood sample dispensed into the hemoglobin mixing cup. The low hemoglobin result together with low mchc and mcv results are a good indicator that a micro clot may have been present in the sample. There was no data provided to indicate that the sample was retested to verify the low hemoglobin result on the day of the incident before the result was reported to the doctor. The repeat run was performed 2 days later on the same cell-dyn sapphire analyzer. Flagging indicated platelet aggregates (clots) in the sample. A new sample drawn from the patient generated no flagging. The submitted quality control (qc) data during the time of the incident showed qc was within the manufacturer's specified assay ranges; therefore, the instrument had passed qc. In addition, on the day of the incident, there were no other affected patient hemoglobin results reported. Based on the analysis, a pre-analytic issue with the sample, in this case a micro clot, could not be eliminated as a possible cause. The submitted data indicates the instrument was flagging results but there was no submitted information or data that supports any verification of the low results on the day of the incident. Per the cell-dyn sapphire system operator's manual, additional measures should have been taken before reporting the low hemoglobin result. A review of labeling concluded that the issue is sufficiently addressed. Historical complaint review identified no product issue related to the incident. No product deficiency was identified.